Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. During troubleshooting with tandem technical support, the error was cleared and a new cgm session was able to be started. Additionally, it was reported that the insulin gauge was inaccurate, however, the customer declined troubleshooting. There was no reported impact to the customer¿s blood glucose.